Event description:
It was reported that catheter twist issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter became stuck and knotted on the guidewire. The physician pulled the entire device out. There were no patient complications reported due to this event.